Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implant is located in the patient¿s back. The patient was in the car and they hit a bad bump a week prior to the report, confirmed as 2017. The patient started experiencing back spasms around the same time. They thought that the spasms were related to the muscle, and they thought that they would heal, but they never did, so the patient was brought to the hospital. The patient had been in the hospital for 8 days where they were trying to figure out the reason for the back spasms. They wanted to have the patient undergo an MRI to check the spinal cord stimulation and to make sure that the patient doesn¿t have any ruptured discs lower in her spine. It was unknown if the spinal cord stimulation system was related to the back spasms. There were no further complications reported.